Event description:
It was reported the xenon light source had no image. It occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of image blackout was not confirmed. Based on the results of the investigation the presumable cause and the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. The touch connector was replaced. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely, that the image blacked out, due to occurrence of communication abnormality with scopes, caused by failure of the output socket. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.